Event description:
Spontaneous. Patient reported his pump is ticking while he is currently infusing. Patient stated he did not have this issue with his previous pharmacy and per (B)(6) site, pump should be silent during infusion. He stated he wanted to get a new pump since the current one is acting weird. Replacement being sent to patient. No missed doses or adverse events reported. Pump available for return. No further information. Reported to (B)(6) by: patient/caregiver.